Event description:
It was reported that during instruction on applying an infusion set, the patient experienced difficulty removing the applicator, observed unexpected resistance, and noted a slightly bent applicator needle after removal; the initial infusion set had a kinked cannula and was replaced with a new teflon inset 23", 6 mm that deployed without needle bending but still required more force to remove. Symptoms included hyperglycemia with blood glucose above 400 mg/dl. Outcomes included education and troubleshooting for proper insertion and removal technique, including use of the applicator pinch points and confirmation to replace the set after the kinked cannula. Investigation included case review and user troubleshooting focused on deployment technique and set integrity. Investigation of this case revealed that the infusion set likely deployed incorrectly or the connector was not seated correctly, with resistance on removal and a bent applicator needle consistent with technique-related insertion issues affecting the teflon cannula. It was concluded, based on previously established findings for similar reports, that the cause was user technique during insertion and removal leading to infusion set deployment issues.